Event description:
Pump was rec'd for service by a baxter authorized service facility for "pump head needs to be replaced." The pump was found to have uncontrolled flow of solution during service testing. No pt involvement has been reported.